Event description:
It was reported that the powerload arms unexpectedly dropped while loading a patient into the ambulance. It was reported that the patient suffered adverse consequences as a result; however, no further information has been provided from the user facility at this time. Attempts are being made to gather more details.

Manufacturer narrative:
The device evaluation has been completed and section h codes have been updated to reflect this. Upon follow up with the user facility it was confirmed that the patient did not suffer any adverse consequences as a result of this event. Section b5 has been updated.

Event description:
It was reported that the powerload arms unexpectedly dropped while loading a patient into the ambulance. It was originally reported that the patient suffered adverse consequences as a result; however, upon follow up with the user facility it was confirmed that there were no injuries to the patient or user.